Event description:
Contact states concorde bullet cage broke while trying to insert into pt. The cage broke while on the inserter leaving half of the cage in the pt and the other half still attached to the inserter. The inserter used was the bayonet concorde bullet. A mallet was used to try to advance the cage.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot info it is not possible for depuy spine to conduct a proper investigation. If at some point the device and/or info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.